Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The video connector was found functioning properly, with a sound connection. However, the usb port was defective. Due to the damaged usb board, information could not be stored in the portable memory. Additionally, the output socket was found worn-out compromising the scopes connection point. The top cover had an unknown adhesive-like substance present, and the battery for the unit was weak. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the usb port on his olympus evis exera iii video system center was damaged and therefore no longer transferring an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the scope¿s inability to be detached due to a worn-out output socket could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.